Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced stress urinary incontinence and periurethral bulking agents implanted secondary to intrinsic sphincter deficiency.

Event description:
As reported to coloplast though not verified, pt was implanted with coloplast altis mesh. Later the pt experienced stress urinary incontinence. Periurethral bulking agents implanted secondary to intrinsic sphincter deficiency.